Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were high pressure, no disposable and upstream occlusion detected alarm messages. Three separate accuracy tests and visual inspection were conducted. The reported failed accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be low out of the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -10.3%. No patient involvement reported.